Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 37 patients underwent xen®45 gts implantation in unknown eyes. Postoperatively, the average number of topical agents provided to control iop was 3.02. Within pom3, 11 patients required surgical intervention for elevated iop. Device remain implanted.